Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused chondrosarcoma of the larynx. The patient did receive medical intervention and reported to have seen a physician. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused chondrosarcoma of the larynx. The patient did receive medical intervention and reported to have seen a physician. The device was returned to an authorized service center for evaluation. The device was visually inspected. The service center found no evidence of contamination. The device's downloaded event log was reviewed by the manufacturer and found no error logged. There was no evidence of sound abatement foam degradation. The device passed all final test. The device software version 1.1.1.2860 has been upgraded. In this report, section d4, d9, g3, h6 have been updated.